Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 11-feb-2016 from a healthcare professional via a company representative and it was reported that the patient had a catheter revision and a pump replacement on (B)(6) 2016. The physician performed a laminectomy to search for the catheter tip that he believed had a granuloma on it. Upon finding it, there was no granuloma, but the holes on the catheter had a black substance in them. The physician cut two centimeters of the distal catheter off. He then successfully checked for csf (cerebrospinal fluid) drainage at the proximal end of the catheter and replaced the pump.

Manufacturer narrative:
Concomitant product: product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown medication via an implantable pump for failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2015. It was reported the patient states on (B)(6) in the evening, he was crawling on the floor and felt a pop in his back. Within hours the patient was experiencing withdrawal symptoms. The patient contacted his managing physician on (B)(6) 2015 and they provided him with oral medications that resolved the issues of withdrawal. Per the patient, the nurse practitioner checked his point and stated she could not find a connection and his pump was "dead" and referred the patient to a neurosurgeon for replacement. The patient denied hearing any alarms and indicated his personal therapy manager (ptm) still communicated with the pump. The pump was checked at the neurosurgeons office and showed that the pump was running and there were no stalls recorded in the logs. The patient has been referred to the managing physician to have a catheter dye study done. The issue was not resolved. Patient status was alive with no injury. The cause of the event, results of catheter dye study, medical history, intrathecal medication, concentration, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the catheter revealed catheter body dark residue occlusion in dispensing holes-event related. As received, dark foreign material was seen in all 3 sets of dispensing holes. When initially tested for patency, an occlusion was seen in the most proximal of the dispensing hole but all occlusions were easily broken loose. After decontamination the dark foreign material was no longer in the most proximal set of dispensing holes but the catheter was still discolored in this area. Corrected information: conclusion code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.